Manufacturer narrative:
(B)(4). Evaluation, results: (migration, endoleak); (funnel shaped aortic neck); (incorrect sized stent graft). Conclusion: (funnel shaped aortic neck); (incorrect sized stent graft).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 3 years ago. Aneurysm and vessel morphology from the time of implant was not reported. The proximal neck measured 20-28mm over 3 cm but a 28 mm aneurx graft was implanted. There was a 40 degree anterior to posterior angulation of the neck. The current size of the aaa is 6.2 cm. It was reported that the CT showed a proximal type 1 endoleak in addition to a distance of 4 cm from the renals to the top of graft. Two aneurx cuffs and one endurant cuff were implanted approx 2 weeks ago and successfully resolved the endoleak and the migration. It was assessed that the migration might be caused by improper sizing of the graft at implant. No additional clinical sequelae were reported and the pt is fine.